Event description:
In early 2009, this pt had an endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. On the following month, the pt developed a fever of 39 degrees c (102.2 degrees f) or above and lower back pain. Three days later, the pt was re-hospitalized due to possible infection. An antibiotic administration was performed, and the pts' blood work, such as crp, had improved. However, the pt still had fever and lower back pain. On thirteen days later, the pt was converted to open repair. The excluder devices were removed and replaced with a bifurcated vascular graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note, additional device used in this procedure: pxt261416. Evaluation of the device was in process at the time this medwatch was sent. Results from the evaluation will be included in a supplemental medwatch. Due diligence was performed to obtain info to complete all blank required spaces on this medwatch.